Manufacturer narrative:
Since the literature described "endocapsule", olympus selected "maj-2028" as a representative product. The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "use of patency capsule in patients with established crohn¿s disease." A retrospective, multicenter study was performed to evaluate the clinical impact of patency capsule use on the risk of video capsule retention in patients with established crohn¿s disease. A total of 406 patients who were referred for vce were included in the study. Vce was performed in 132 patients (32.5 %) without a prior patency capsule test. The patency capsule test was performed in 274 patients (67.5 %) and was negative in 193 patients. Overall, vce was performed in 343 patients and was retained in the small bowel in 8 (2.3 %). In this cohort, the risk of video capsule retention in the small bowel was 1.5 % without the use of a prior patency capsule and 2.1 % after a negative patency test (p=.9). A total of 18 patients underwent vce after a positive patency capsule test, with a retention rate of 11.1 % (p=.01). Patency capsule administration strategy (selective vs. Nonselective) was not associated with the risk of video capsule retention. This study concluded that the capsule retention is a rare event in patients with established crohn¿s disease undergoing vce. The risk of video capsule retention was not reduced by the nonselective use of the patency capsule. Type of adverse events/number of patients: video capsule retention in the gastrointestinal tract -2 patients; video capsule retention in the small bowel -8 patients. Capsule retention was defined as the presence of the capsule in the digestive tract for more than 2 weeks or requiring direct medical, endoscopic, and/or surgical intervention. Malfunction: technical failure or poor visualization - 4 patients. The risk assessment of this issue indicates the malfunction is not likely to lead to a serious injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes information added to g2. Olympus will continue to monitor field performance for this device.